Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during our procedure, gastric bypass, the endo gia misfired two times in a row which caused the attending to have to resect the top of the stomach and pouch and over-sew it.